Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's right hip was revised due to unknown complications. The acetabular taper liner and femoral head were removed and replaced.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.this report is 1 of 2 mdrs filed for the same event (reference 1825034-2016-02341 & 03536).

Event description:
Patient's right hip was revised due to unknown complications approximately 14 years post-implantation. The acetabular taper liner and femoral head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
A patient who underwent a right total hip arthroplasty has been indicated for revision due to metal on metal complications. No revision has been reported to date.